Manufacturer narrative:
Manufacturing site evaluation : on-going.

Event description:
Information received via medwatch reports: mw5056177; mw5056621. According to medwatch reports listed above: during operative procedure, grasper used to hold messentery broke into 5 pieces. All pieces were removed from the patients abdomen by the surgeon. Additional information was obtained from the end-user facility: two reports for the same incident were submitted by the end-user facility to the FDA. The listed mw numbers are for the same incident. Procedure: lap appendectomy. There was no delay of procedure, there was immediate recognition of breakage and removal of pieces, by the attending and assistant surgeon, using direct visualization. Five pieces were retrieved and returned to central supply, two pieces were inadvertently discarded by central supply.

Manufacturer narrative:
Manufacturing site evaluation: one atraumatic s/a grasper was returned for evaluation. Visual assessment of the device confirmed the reported breakage. The single action housing/ stationary jaw had broken off, causing the upper jaw to come free. The upper jaw and broken portion of the single action housing/stationary jaw were not returned. Also missing from the device is the single action pivot and delrin spacer. The sheath is bent/bowed. The condition of the device was consistent with excessive forces being applied during use. Per the device IFU "instruments must be handled carefully during surgery and cleaning to avoid misusing the instrument. Misuse will usually result in damage or breakage." No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time.